Manufacturer narrative:
Zoll has not received the autopulse li-ion battery (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
During shift check, the autopulse li-ion battery (sn (B)(4)) does not power up the autopulse platform. The battery was successfully charged prior inserting into the platform and the status leds on the battery showed 4 green lights. The battery was manufactured in february 2017. The user tested the autopulse platform with other batteries and the platform performed as intended. No patient involvement.